Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres, the balloon exploded. The device was removed in one piece, and the procedure was completed using a non-boston scientific device. No patient complications were reported.